Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call high blood glucose, no delivery alarm and motor error alarm. Customer's blood glucose level was 549 mg/dl. Customer treated their high blood glucose via manual shot. Troubleshooting for motor error was performed. Customer advised they had an x ray performed 6 to 8 weeks prior to the alarm. Customer advised they were able to rewind the device and they received 1 motor error alarm in a 30 day period. Customer advised the alarm occurred during prime delivery. Customer performed and passed the displacement test. Troubleshooting for no delivery alarm was performed. Customer received the alarm during manual prime. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer advised the device alarmed no delivery with manual prime. Customer was advised that a replacement infusion set and reservoir would be sent out. Customer agreed to return the products for analysis.